Event description:
In march 2004, the pt reportedly experienced a sound percept problem for several days. Then the pt reportedly was unable to hear sound. The pt was seen for evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.